Event description:
The customer reported an injury due to leaking from their alinity I analyzer. The customer stated that the internal trigger reservoir was leaking due to a broken sensor which created a spill on the floor. Due to the spill on the floor, the customer slipped and suffered a grade 2 ankle sprain. The customer¿s ankle is immobilized, is on absolute rest, and medical leave; however, there is no known medical treatment prescribed.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported an injury due to leaking from their alinity I analyzer. The customer stated that the internal trigger reservoir was leaking due to a broken sensor which created a spill on the floor. Due to the spill on the floor, the customer slipped and suffered a grade 2 ankle sprain. The customer¿s ankle is immobilized, is on absolute rest, and medical leave; however, there is no known medical treatment prescribed.

Manufacturer narrative:
Field h1 - type of reportable event updated from malfunction to serious injury. An abbott field service representative (fsr) was dispatched due to leaking trigger solution from an alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found the inlet connector of the bulk solution level sensor, list number 04s68-04, for the trigger solution reservoir was cracked and leaking. The liquid from the trigger reservoir leaked into the reservoir bottle tray and onto the floor. The customer did not notice the trigger solution that spilled onto the floor and slipped and fell, resulting in an ankle sprain. The fsr replaced the bulk solution level sensor, list number 04s68-04, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of historical data was done, and was adequate, with no trends found. Labeling was reviewed and sufficiently addresses replacing the bulk solution level sensor (I-series) and cautions the operator of chemical hazards. An investigation determined that this adverse event represents a correct use. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.